Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Cross reference with MFR report # 3006697299-2015-00034 ((B)(4)). Cusa nxt console was ineffective during endoscopic transsphenoidal procedures since the hospital purchased it in (B)(6) 2014. The surgeon states that the unit and handpiece seem to work outside of nose, but once they engage tissue (transsphenoidally) the unit does not perform. The operating room suite does contain a 3-tesla MRI and, although not active, a magnetic field is still present. They purchased unit because of it MRI compatibility. The case was not delayed and there was no patient injury as a result of this issue. The patient's age and underlying medical condition are unknown.